Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the stylet was inserted without difficulty and the catheter was placed. Then, it was impossible to remove the stylet which was unraveling. The entire catheter was removed and replaced by another device. No clinical consequence reported.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen 12 fr x 16 cm cvc catheter and a spring-wire guide (swg) for evaluation. The swg was unraveled and returned in two pieces. The distal end of the swg coil wire was fractured off and separated from the swg body. The catheter appeared used; however, no defects or anomalies were observed. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained its j shape. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the separated coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 600 mm in length, which met specification; therefore, no pieces appear to be missing. The outside diameter of the guide wire was also found to be within specification. A swg with an outer diameter of 0.866 mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with and od of 0.851 mm would be able to pass through the catheter as well. A manual tug test confirmed the proximal weld is intact. A device history review was performed and no relevant manufacturing findings were identified. The product's instructions-for-use states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement the catheter should be withdrawn 2-3 cm relative to the spring-wire guide and another attempt should be made to remove it. If resistance is felt again the spring-wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring-wire guide to break. The reported complaint that the guide wire unraveled while using the catheter was confirmed through visual and functional examination of the returned sample. The guide wire was returned in two pieces, unraveled, and the core wire was broken adjacent to the distal weld. A swg with an od of 0.866 mm from lab inventory passed through the returned catheter from the hub to the tip without restriction. This indicates that a swg with and od of 0.851 mm would be able to pass through the catheter as well. In addition, no manufacturing defects were found during this investigation. Arrow guide wires of this size (0.035") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges the stylet was inserted without difficulty and the catheter was placed. Then, it was impossible to remove the stylet which was unraveling. The entire catheter was removed and replaced by another device. No clinical consequence reported.